Manufacturer narrative:
The affected device is currently being tested by a service provider.

Event description:
On 08/01/2019, a distributor of infutronix reported a tubing separation issue. The user facility contacted the distributor on 08/01/2019, stating that "we had a pump come back yesterday that was leaking. It looks like it was from the tubing where is exits from the cassette. As we were looking at it further, the tubing separated from the cassette." Fluoracil was the medication being infused. Device operator was nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
The reported issue was confirmed. Pump event history log showed that an upstream occlusion alarm occurred approximately 17 minutes after start of infusion. Approximately 6 minutes later the alarm resolved itself. In addition, an upstream occlusion alarm occurred multiple times within the first 5 hours of the infusion and then again near the last part of the infusion before the pump was turned off with 1.7ccs left to be infused. In order to test for flow rate, the pump was programmed for a 24hr infusion which resulted in a flow rate accuracy of -7.8%. Pump was then programmed for 46hr infusion which resulted in a flow rate accuracy of -9.97%. Although this is not as wide a deviation as reported, a flow rate issue on the pump has been confirmed. The test was completed on (B)(6)2019. The device was removed from service after testing.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00025).